Event description:
It is reported that the device was implanted in 2008, and revised in 2009 due to the tibial baseplate being loose. The patient complained of pain and x-rays revealed tibial loosening and fracture of the medial plateau.

Manufacturer narrative:
Evaluation summary: returned x-rays show tibial loosening with fracture of medial plateau. Tibial tray was loose operatively with fibrotic tissue surrounding the tibial tray. The femur was reported as well fixed. It appears from the x-rays that the tibial tray may be undersized. If that condition exists, that could contribute to premature failure or subsidence of the tibial tray. Some other possible causes of the tibial fracture could be from a patient fall or poor bone quality. Based on the available information a definitive root cause cannot be ascertained at this time. Evaluation codes: device history records indicate all components were manufactured and inspected to specification.